Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
The deep brain stimulator, extension, and lead were removed due to dehiscence, and infectious complication. The device was not replaced. There was no pt injury associated with the event. Please reference mf report # 3004209178-2011-00412. This MFR was originally and incorrectly filed under the incorrect device system which are concomitant products. Any add'l info will be filed in this new MFR.